Manufacturer narrative:
(B)(6). The exact date of device breakage is unknown; however, the patient reportedly began experiencing pain on (B)(6) 2016. The complainant part is not expected to be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: november 25, 2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a femur revision surgery was performed on (B)(6) 2016 after x-rays revealed a broken plate. The original surgery was performed on (B)(6) 2015 in which a plate and screws were implanted. On (B)(6) 2016, the patient was standing, heard a loud snap, and then began experiencing sudden onset of severe pain in the leg. The patient rested for the weekend and had x-rays performed on (B)(6) 2016 which revealed the broken plate. Soon after, the patient followed up with the surgeon to schedule a revision surgery. The reporter did state that prior to the plate breaking, other x-rays had revealed insufficient bone growth at the level of the fracture. During the revision surgery, the previously implanted hardware was removed and a rod was placed. The reporter is unaware of any complications or surgical delays during the revision surgery. The removed hardware included the following: one (1) plate, which broke at the seventh hole from the bottom; one (1) screw that appeared to be missing the distal tip (measuring approximately 3/8 inches long); eleven (11) intact screws measuring approximately one inch long; and six (6) intact longer screws. This report is 1 of 2 for (B)(4).